Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This device was included in that field action, but returned product testing found the device did not perform as described in the field action. Product event summary: analysis confirmed the reported event, the connector was broken. (B)(4).

Event description:
It was reported that the patient connector on the external pulse generator (epg) was broken. The epg was returned for servicing. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Further review prompted a change in the device analysis results.